Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Review of service history revealed previous device servicing did not cause or contribute to the iipv. The cause was use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:59:39. During night drain cycle four, the patient's ultrafiltration reading was 1840ml, indicating the home patient drained 1620ml more than their maximum programmed fill volume of 2200ml. No additional information is available.